Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The issue occurred during patient use; the customer reported alternative ventilation was provided. The customer reported no patient consequence is associated with the event. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential transducer failed calibration testing.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.